Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated post filter implant. Furthermore, it was alleged that three of the filter struts perforated the left lateral wall of the vena cava. Two of the filter struts extend to near the aorta. Additionally, it was alleged that the patient experienced a pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. This is the only complaint reported to date for this lot number. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt, filter migration and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2010), (manufacturing date: 08/2007).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, a computed tomography (CT) pelvis without contrast was performed and it revealed that the filter with 2 of the limbs exiting the inferior vena cava and project between the aorta and lumbar spine. Additional limb exiting the inferior vena cava possibly involving aorta. An inferior vena cavogram was performed and it revealed that the filter was now malpositioned slightly caudad, was tilted and one of the legs was positioned lateral to the left and bent. Successful placement of catheter directed thrombolysis. After six years and three months, a computed tomography (CT) abdomen and pelvis with and without contrast was performed and it revealed most of the prongs of the filter penetrate through the wall of the inferior vena cava. There are isolated focal prongs extending to the left extending along the anterior and posterior walls of the adjacent distal aorta. After one month, a computed tomography (CT) abdomen and pelvis with and without contrast was performed and it revealed that the filter was again seen, at least three of the legs and one of the arms of the filter penetrate the left lateral wall of the cava, two of which extends to very near the aorta and this was unchanged since previous. After three months, the patient complaints of chest pain and shortness of breath, a computed tomography angio (cta) was performed and it revealed there are filling defects in segmental arteries in the left and right lower lobes. Therefore, the investigation is confirmed for alleged filter tilt, filter migration, perforation of the inferior vena cava and material deformation. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2010), g3, g4, h6(device: 2976). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated. Furthermore, it was alleged that three of the filter struts perforated the left lateral wall of the vena cava. Two of the filter struts extend to near the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 08/2010; manufacturing date: 08/2007.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated post filter implant. Furthermore, it was alleged that three of the filter struts perforated the left lateral wall of the vena cava. Two of the filter struts extend to near the aorta. Additionally, it was alleged that the patient experienced a pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.